Event description:
Adverse event(s): "no patient impact" (no known impact or consequence to patient). Product problem(s): "system messages displayed" (device displays error message). A customer reported receiving system messages during a case. Additional information was requested. Additional information was received. The nurse manager reported the system messages were received during a case. The customer reported the system messages were cleared and the cases were continued without any patient impact.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problems. However, the event was confirmed in the error log. The lamp and the ethernet cables were replaced and sent in for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).